Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The reported failure was confirmed and isolated to damage on the blower driving hardware of the main electronics board. As a resolution, vyaire technical support (ts) recommended to replace power board. After replace power board it still same issue. Replace inspiration block assembly. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est and performance check, all passed. Vent is operational and meets OEM specs.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log analysis found tf 401 is accompanied by tf 316. Vyaire recommended a field service visit. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had 401 - inspiration valve or device leaky alarm. Furthermore, there was no patient associated with the event.